Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), experienced episodes of bleeding and recurring incontinence. The device cycled normally, but the aus cuff was no longer providing adequate coaptation. A CT urogram was performed, and a small, non-obstructing lower pole stone was identified. At a later date, the aus was explanted. During the explant procedure, the physician noted that there was an active bleeding at the bladder neck. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cuff found no abnormalities or leaks were present. The pump was inspected and there were no abnormalities or leaks found. The balloon underwent inspection, and a fluid leak was identified in the balloon kink resistant tubing (krt) that was consistent with material fatigue. Based on the information available, the analysis confirmed a product malfunction with the balloon component that could impact the functionality of the device; therefore, the conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), experienced episodes of bleeding and recurring incontinence. The device cycled normally, but the aus cuff was no longer providing adequate coaptation. A CT urogram was performed, and a small, non-obstructing lower pole stone was identified. At a later date, the aus was explanted. During the explant procedure, the physician noted that there was an active bleeding at the bladder neck. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.